Event description:
Customer reported erroneous troponin results on the instrument. Customer reported that the instrument got error message cr4r (motor is spinning but rotor is not moving). Customer reported that they have had similar problem on and off with centrifuge error ( cr4r, cr4l) and false positive troponin results were reported on (B)(6) 2014 at 11:22. Customer also reported that there was a strange sound when the rotor centrifuged and rotor came out a little bit on the edge.

Manufacturer narrative:
Siemens field service engineer (fse) repaired centrifuge and replaced statspin motor on the instrument. Instrument is operational.